Event description:
It was reported in a service report that the fowler will not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - weldment tube, weldment box, weldment cover.